Event description:
A report was received that the patient stated he was experiencing painful shocking sensations in the pelvic and leg areas after having surgery for a non-device related discuss prolapse. Patient stated that this shocking sensation was felt even when stimulation was turned off. Physician assumed that this was caused by an electric leakage from the ipg. Patient underwent an explant procedure to remove the device, and is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8336-70 serial/lot: (B)(4) description: coveredge 32 surgical lead kit 70cm.

Manufacturer narrative:
Correction to b3 date of event investigation of the returned devices has been completed, and the stimulation monitored on an oscilloscope found the outputs of the ipg were consistent and correct on all electrodes. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current. The ipg passed the functional test, and an electrical test revealed normal device characteristics. Visual and x-ray inspection of the lead found no anomalies. The impedance measurement values were within the expected range. The reported complaint of shocking sensation was not confirmed through product analysis. Therefore, the probable cause could not be established as no problem was detected.

Event description:
A report was received that the patient stated he was experiencing painful shocking sensations in the pelvic and leg areas after having surgery for a non-device related discuss prolapse. Patient stated that this shocking sensation was felt even when stimulation was turned off. Physician assumed that this was caused by an electric leakage from the ipg. Patient underwent an explant procedure to remove the device, and is doing well post-operatively.

Manufacturer narrative:
An analysis of the patient ipg database showed the battery discharge and charge profiles revealed no anomalies. The history counters show a reset value within a normal range. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected.

Event description:
A report was received that the patient stated he was experiencing painful shocking sensations in the pelvic and leg areas after having surgery for a non-device related discuss prolapse. Patient stated that this shocking sensation was felt even when stimulation was turned off. Physician assumed that this was caused by an electric leakage from the ipg. Patient underwent an explant procedure to remove the device, and is doing well post-operatively.